Event description:
The customer reported that the nurse inserted the insert on the forceps without problems. The surgeon used the forceps during a visceral endoscopic surgery and when he removed the forceps from the trocar, the extremity of forceps fell into the pt. The broken part was removed using another forceps (B)(6) 2015 no pt harm reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Manufacturer narrative:
On (B)(6) 2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - one of the jaws is broken. The missing fragment has been found but not returned. The observation of the fracture area with a microscope shows oxidization that is anterior to the breakage . The distal part of the forceps has shock impacts. Device history evaluation - no nonconformity for this lot. Conclusion: the most probable cause of the breakage is a succession of shocks / constraints during the life of this instrument that has led to metal fatigue and some cracks. This has ultimately entailed to the breakage observed.